Event description:
It was reported that the user experienced a persistent occlusion alert on an infusion set, which resolved after replacing the cartridge/infusion set and completing troubleshooting and education. Symptoms included device alarms consistent with an occlusion. Outcomes included no reported adverse clinical effects and no impact to blood glucose outside the home setting. Investigation included user troubleshooting and replacement of the infusion set. Investigation of this case revealed an intermittent occlusion associated with the infusion set that resolved with a supply change, consistent with an infusion pathway obstruction. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable infusion set occlusion related to disposable component performance.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.